Event description:
Complainant alleged that during preventative maintenance checks by a third party svc company, the device intermittently shuts off while performing 360 joule defibrillation. The complainant indicated that there was no pt involvement in the reported failure.